Manufacturer narrative:
The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. Test results from this testing are pending. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed at the facility. During the visit, the ess noted significant deviations from olympus recommended reprocessing practices, which may reduce the effectiveness of the reprocessing. Additionally, following reprocessing, the bronchoscopes were also reportedly stored in a fashion that caused bending section of the device to lay flat at the bottom of the storage cabinet and not to hang freely as recommend. The ess has provided facility staff with in-service training and info on necessary cleaning materials. The cause of the user's report cannot be conclusively determined; however, deviations from reprocessing instructions and/or storage of the device and/or known contamination of the water supply with legionella are likely contributory factors to the reported event. If significant and relevant info becomes available at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that bronchoalveolar lavage samples from four patients were positive for legionella and for mycobacterium kansasii. The user facility also reported that the subject bronchoscope was used to examine all four patients. The device was removed from service. Culturing of the bronchoscope was said to be positive for legionella, but the legionella species found in the bronchoscope was not the same serotype identified from the four patients. Repeat culturing of the device was negative for legionella. The water supply for this facility was cultured, and said to be positive for multiple legionella species. The pre-filters found in the facility's automated endoscope reprocessor were also sampled and found to be positive for legionella species.